Event description:
It was noted that resident (B)(6) had dried blood on his geri-sleeves. The cna who witnessed this reported this immediately to the lpn who responded to inspect and noted that the tip of the resident's left third finger had been severed after transfer of the resident to the emergency department was complete, the nursing supervisor inspected the geri-chair and found the severed portion of resident (B)(6) finger adhered to the metal hinge under the seat of the chair.